Event description:
The following was reported to gore: on (B)(6) 2016 a patient underwent endovascular treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses featuring c3® delivery system. On (B)(6) 2019 CT angio revealed a small type I a endoleak and a larger unknown endoleak. On (B)(6), 2020 a proximal type I endoleak was noted and treated by means of a medtronic cuff and endoanchors. The patient tolerated the procedure. Surgeon believed that there was graft migration and a resulting type 1a endoleak

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleaks.

Event description:
The following was reported to gore: on (B)(6) 2017 a patient underwent endovascular treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses featuring c3® delivery system. On (B)(6) 2019 a proximal type I endoleak was noted and treated by means of a medtronic cuff and endoanchors. The patient tolerated the procedure. Surgeon believed that there was graft migration and a resulting type 1a endoleak.

Manufacturer narrative:
H.6. Method code 1 and h.6. Results code 2: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2016 a patient underwent endovascular treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses featuring c3® delivery system. On (B)(6) 2019 CT angio revealed a small type I a endoleak and a larger unknown endoleak. On (B)(6) 2020 a proximal type I endoleak was noted and treated by means of a medtronic cuff and endoanchors. The patient tolerated the procedure. Surgeon believed that there was graft migration and a resulting type 1a endoleak.